Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported that bolus history and total daily dose totals do not match. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 6/22/2017 with the following findings: unable to duplicate complaint of pumps bolus totals calculating a >5% discrepancy during this investigation. No defect was found. The delivered boluses were calculated for (B)(6), the delivered boluses on each day match correctly the tdd bolus history. No meter was returned with the pump. The bolus history shows no delivered boluses for (B)(6); several 0.00u boluses programmed from the pump and from meter were recorded and one (B)(4) partial delivery user aborted (m) warning was observed. Manually performed a 10u audio and 10u normal bolus. Both were accurately recorded in the bolus history and bolus tdd history correctly showed 20.0u. No hypersensitive or stuck keys were observed on keypad. Pump was exercised for 24hrs with a 1.0u/hr basal rate; at end testing the basal history correctly showed 1.0u and tdd showed 24.0u. No eaw¿s occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.